Event description:
Pt had lithotripsy procedure for a 1.2cm kidney stone in upper pole. Pt was treated with 2,400 shocks at shock intensity level 1-5 with no complications. Pt was released from hosp after lithotripsy and returned to the hosp ER next day with severe pain. Pt diagnosed with a ruptured spleen and was treated. No complications noted since the event.